Event description:
It was reported that the bur was breaking off at the head. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. No details of lot no were provided. It was not possible to determine the root cause for the alleged breakage.